Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient called the MRI department and stated that the patient had "an error on his device" and saw the code 8476 after having an MRI earlier on (B)(6) 2021. The patient was not with the MRI technician so troubleshooting could not be performed. No symptoms/patient complications were reported.